Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and partial deployment occurred. The 99% stenosed target lesion being treated was located in the moderately tortuous proximal left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter and intravascular ultrasound was performed. The 4.00x20mm liberte bare stent delivery system was then advanced and had difficulty crossing the proximal portion of the lesion. The distal end of the stent was damaged and the stent partially deployed. The device was "easily" removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.